Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va0n07b, implanted: (B)(6) 2014, product type: lead.

Event description:
Additional information received indicated that the clinician programmer was used to pinpoint the issue. It was reported that the patient thought that something like the spring was damaged. Patient services noted that after clarifying, the patient thought the lead may be off or bent.

Event description:
The consumer reported that she was retaining a lot of urine and they wanted her to catheterize 4 times a day to get ride of the urine because she did not empty completely when she voided. She was on program 1 which was not working well for her. She was putting out 400 to 500 cc¿s on program 1 and her doctor wanted to find a program where she put out 100 cc¿s or less. The doctor instructed the patient to try each program for 2 weeks and record her voiding and then go for another appointment with the managing health care professional on (B)(6) 2016. It was also noted that the patient had a lot of urinary tract infections for years but confirmed it was prior to the implant. The patient asked for assistance to change programs and she successfully changed to program 2 where she felt stim sensation comfortably. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. No further information was provided about this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.